Manufacturer narrative:
Literature attachment: successful closure of the ventricular septal defect; a rare complication after transcatheter aortic valve replacement d4: the UDI number is not known as the part and lot number were not provided. As reported through a literature review on a case study of a 82-year-old female patient with comorbidities hypertension and asthma history. A 29mm portico valve was implanted. After deployment, second grade aortic insufficiency/regurgitation was reported and a post-dilatation with a 25x40mm balloon was performed which resulted in minimal insufficiency and elimination of aortic gradient. It was then reported during a 1 month follow up transthoracic echocardiography (tte), a pansystolic murmur was detected with the patient experiencing dyspnea. It was reported a perimembranous ventricular septal defect (vsd) was noted beginning from the edge of the 29mm portico valve, resulting in significant left to right shunt. A decision was made to implant a 10mm amplatzer muscular vsd occluder to the 7mm vsd occluder. The position was confirmed via transesophageal echocardiography (tee) and there was minimal shunt possibly through the occluder device. The device was released from the delivery cable after confirming there was no compression or interaction with the 29mm portico valve. Some of the complications reported included unexpected medical intervention (post-bav), hospitalization, aortic regurgitation, aortic stenosis, dyspnea, perforation, and aortic valve regurgitation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported events could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, "successful closure of the ventricular septal defect; a rare complication after transcatheter aortic valve replacement", was reviewed. The article presented a case study of an 82-year-old female patient with comorbidities hypertension and asthma history. It was reported that on an unknown date, a 29mm portico valve was implanted. After deployment, second grade aortic insufficiency/regurgitation was reported and a decision was made to perform a post-dilatation with a 25x40mm balloon, which resulted in minimal insufficiency and elimination of aortic gradient. It was then reported during a 1 month follow up transthoracic echocardiography (tte), a pansystolic murmur was detected with the patient experiencing dyspnea. It was reported a perimembranous ventricular septal defect (vsd) was noted beginning from the edge of the 29mm portico valve, resulting in significant left to right shunt. A decision was made to implant a 10mm amplatzer muscular vsd occluder to occluder the 7mm vsd. The position was confirmed via transesophageal echocardiography (tee) and there was minimal shunt possibly through the occluder device. The device was released from the delivery cable after confirming there was no compression or interaction with the 29mm portico valve. [The primary and corresponding author was saadet demirtas inci, health sciences university yildirim beyazit diskapi education and research hospital, cardiology department, ankara, turkey, with corresponding email: saadet_demirtas@yahoo.com]